Event description:
It was observed that during the device inspection, the colonovideoscope had foreign material exiting from the air/water nozzle. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Correction to the e1 of the initial medwatch, as the customer information was submitted. However the reportable finding was found by olympus, and therefore the contact should be olympus. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed; however, the type of material was unable to be identified. The legal manufacturer was unable to confirm if reprocessing steps were followed in accordance with the instructions for use. Additionally, no physical damage of the device was confirmed at where the foreign material was remained. The events can be detected and prevented in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.